Event description:
The clinician reported that one month after the dental implant was placed, in ada site #30 of the patient's mouth, lack of osseointegration was verified. Immediate placement was involved in this event and bone graft was placed. The device was forwarded to the manufacturer for investigation. No further complications were observed.